Event description:
Reportable based on device analysis completed on 14mar2025. It was reported that a device leak occurred. The target lesion was located in the anterior descending branch artery. A 1.25mm rotalink burr and a rotowire were selected for use. During the procedure, water leakage at the connection between burr and advancer was noted. The procedure was completed with another rotalink burr device. No complications reported and patient was stable post procedure. The rotawire was returned without any allegation of a device issue. However, device analysis revealed the rotowire was froze within the burr catheter.

Manufacturer narrative:
E1 - initial reporter address (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the returned rotowire was froze within the burr catheter and it cannot be removed. Body of the guidewire was kinked, the observed kink on the body was measured from distal to proximal and the kink was found at 5.0 inches and 102.0 inches. Microscope inspection revealed the spring tip was bent. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the guidewire was returned complete for analysis. Inspection of the remainder of the device, revealed no damage or irregularities. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
Reportable based on device analysis completed on 14mar2025. It was reported that a device leak occurred. The target lesion was located in the anterior descending branch artery. A 1.25mm rotalink burr and a rotowire were selected for use. During the procedure, water leakage at the connection between burr and advancer was noted. The procedure was completed with another rotalink burr device. No complications reported and patient was stable post procedure. The rotawire was returned without any allegation of a device issue. However, device analysis revealed the rotowire was froze within the burr catheter.

Manufacturer narrative:
D4 - updated unique identifier (UDI). E1 (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the returned rotowire was froze within the burr catheter and it cannot be removed. Body of the guidewire was kinked, the observed kink on the body was measured from distal to proximal and the kink was found at 5.0 inches and 102.0 inches. Microscope inspection revealed the spring tip was bent. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the guidewire was returned complete for analysis. Inspection of the remainder of the device, revealed no damage or irregularities.